Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product

Event description:
Caller indicated the relion prime meter was producing high readings. Caller stated the meter is reading way too high. Meter is only two days old and always reads in the 400s. Says she has no symptoms of high blood sugar. She has been taking insulin based on the high readings and then feels her sugar going too low. She mentioned blurry vision and felt like she was going to pass out. Says sometimes after she takes her insulin the reading is as high as before she took it. Seems to be testing and applying blood correctly. Finger testing only, she leaves strips in original bottle. Replacing product.